Manufacturer narrative:
Visual inspection of the suspect cooling catheter system (ccs) was performed. The inspection found that the tip of the ccs was blunted and appeared to be flattened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Hazard level: no burn risk and no detectable odor (fumes: cannot be detected by human nose). Return requested. Replacement device shipped to site. Medtronic investigation of returned suspect .4mm core fiber 10mm tip is not possible due to the part being returned with blood contamination. No further issues have been reported.

Event description:
A medtronic representative reported that while in a laser induced thermal therapy (litt) procedure, they had completed a two fiber procedure with an old and new fiber and when they were pulling out the new fiber they could not get it through the bone anchor. They unscrewed the anchor and found that the tip of the fiber had melted, they did not see any pixel drop-out due to a leaking fiber during the procedure and the post-op imaging was exactly what they expected. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correction: patient age of (B)(6) inadvertently filed on initial MDR. Patient dob is appropriate value.